Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was in 500¿s mg/dl. Customer stated that when they were not in auto mode, did not fill the high blood glucose. Customer also stated that they got air bubbles in the reservoir and the tubing. The customer was treated for the high blood glucose and they declined to troubleshoot. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.